Event description:
It was reported that this pacemaker reverted to safety mode operation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. As of (B)(6) 2026, the device has been sent to be quarantined in the internal pharmacy of the explanting hospital.

Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.